Manufacturer narrative:
The reported complaint of separation was confirmed based on the image provided by the customer. An image was provided by the customer showing the separation. No visual anomalies were observed on the returned new set. When the returned new set was primed and pressure leak tested, no leaks were observed. The returned new set performed per the specifications. Without the return of the reported sample, a probable cause could not be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information e1: (B)(6) 2023.

Event description:
It was reported that during use with a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves a separation of the tubing occurred. The tubing was installed 1 hour earlier during priming/flush of the tubing with isotonic sodium chloride (0.9%). The separation occurred following a blood sampling. This disconnection concerns the middle tubing (between the two sampling stopcocks). The separation occurred at its proximal male luerlock connector attachment to the proximal sampling stopcock. There was a loss of an estimated arterial blood volume between 20- and 30-ml that spilled on the floor. Unspecified immediate care by nurses. Emergency device replacement. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.